Manufacturer narrative:
The reported issue has not as yet been investigated. A follow up report will be filed when add'l details become available.

Event description:
It was reported that the system 9800's table tilted when the command to lift was given. There was no adverse pt involvement reported. All pt info has been reported.